Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the malfunction was most likely caused by degradation associated with a known inherent risk of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the bronchofibervideoscope, an olympus-owned asset, with no reported complaint. During the device evaluation, a reportable malfunction was identified: the adhesive on the a-rubber was chipped, requiring replacement of the affected component. There was no patient involvement associated with this event.